Manufacturer narrative:
Age: unk. Weight: unk. Ethnicity: unk. Race: unk. Date of event: unk. Expiration date: unk. Implant date: unk. Explant date: unk. Date of event: unk. Device manufacture date: unk. Claim # (B)(4).

Event description:
A patient reported had a visian toric icl implantable collamer lens implanted. The patients doctor indicated the lens was too big and needed to be replaced with a smaller lens. Additional information has been requested but none has been forthcoming.